Event description:
It was reported that during a gastric sleeve procedure, the device misfired. No further info is available. They got a new one to complete the procedure. No pt consequence noted.

Manufacturer narrative:
Date sent: 7/11/2008. (Dropping /ejected clips). The analysis result showed that one er420 (a) was received instead of an er320. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er320 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming, and ejected the remaining clips. The instrument lock out was functional. We have documented the circumstances as they were reported to us . In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.